Event description:
The instrument's jaws would not open to release the tissue after being fired over the vessel. Therefore, the vessel was clipped and cut to remove it and complete the case without further incident. Procedure: unk patient status: no patient injury reported